Event description:
It was reported that customer observed damage to tandem charging cable while charging supplies still functioned. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, continued using functional supplies, and was provided replacement charging supplies by technical support.